Event description:
Had two vein grafts anastomosed with aortic connectors. Nine months postoperatively, cardiac catheterization demonstrated both grafts were occluded and ptca was performed. The pt hd a history of hypertension.